Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was getting no stimulation sensation. This was stated to have had a sudden onset. No known accident or incident was related to this complaint. The patient was lying down on (B)(6) 2014 and when he stood up he noticed that he didn¿t feel any stimulation. It was noted that the device was set to 0.0 volts for when the patient was lying down. When standing up it was supposed to automatically adjust to the set programming. The patient was also unable to adjust stimulation with the patient programmer (pp). A ¿call your doctor¿ icon was seen. A power on reset (por) condition was reported. Clearing the por was reviewed and did not resolve the issue. The patient was unable to turn stimulation back on and all of the icons ¿lying¿ were gone. The patient was unable to switch back to other icons or to activate adaptive stimulation, but was able to return to clinician settings. However, stimulation could still not be turned on. Recharging was reviewed and the patient was able to turn stimulation back on. When the patient went back to the pp, he had all of his usual settings and icons. The patient was going to monitor for any additional changes in the future. It was noted that the patient was using a heating pad over the implantable neurostimulator (ins) and was concerned that this might have affected the ins. It was noted that the patient last charged about 1-1.5 weeks prior to this report and it would usually last at least a month. Program c was typically used and when he synced with the screen it showed stimulation off, ins battery ¾ full, pp battery ¾ full, group c but with no other words like he usually does including ¿standing,¿ and set to 0.0 volts which was the current setting. Program 2 was noted to be for his legs and was set to 0.95 volts. Though the patient hadn¿t seen his healthcare provider (hcp) for 3-4 months, he typically would see his hcp once a month and was going to make arrangements to have his device checked. Follow-up was performed to determine if the patient had received any aid with their device and if the patient had any further concerns. This event will be updated if additional information is received.